Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is j&j employee. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed (B)(6) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported by the affiliate that during an unknown procedure on (B)(6) 2019, the anchor had already came out from the device before pulling the trigger. The procedure was completed, although it was not reported how it was completed. The device was brand new and first time use when the issue occurred. The affiliate stated that no further information was provided. This is report 1 of 1 for complaint (B)(4).